Event description:
The facility reported an infusion pump with a failure code 570:320:844:0000. The failure code was reported to have occured durring pt infusion. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event no pt injury had been reported. Despite baxter's efforts to obtain addl info from the reporting facility, details were not available regarding pt's demographics, medication involved, or device programming. No addl info or contact was available.

Manufacturer narrative:
Eval summary: eval was completed on 9/12/05 and the reported condition of the failure code 570:320:844:0000 was confirmed. The review of the battery history revealed that the pump had 3 battery discharges below alarm threshold and the battery was depleted, causing the failure code 570:320:844:0000. Review of the complaint history reveals similar reports have been received for this product for the reported issue. There is a CAPA open to document and evaluate this issue.